Manufacturer narrative:
This lead was abandoned. As a result, boston scientific is unable to confirm any allegations against this product. No additional information is available at this time. This event will be reopened if additional information is received. The lead was returned to boston scientific for analysis.

Event description:
Boston scientific, crm received information that this right ventricular (rv) pacing lead had gone bad. The threshold measurement increased and the impedance measurement also doubled. The impedance increased over 1000 ohms and a fracture was suspected. The device was programmed to maximum output. Later, the entire system was abandoned. A new system was implanted on the right side. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, it was noted that the lead returned severed at 120 mm from the terminal pin, only the terminal segment was returned. Visual inspection noted body fluid on the terminal pin. The returned segment was subject to direct current resistance testing and passed on all paths, verifying the returned portion of the lead's electrical performance was intact. No further testing was performed analysis could not confirm the clinical allegations observed in the field.